Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a fall, the pt had a loss of therapeutic effect and increased pain. The pt fell forward on the ice about a month prior to the reported issues. The pt had acute pain in her right shoulder blade as well as arm weakness. The patient's left arm was also limp and immobile. The pt had spasms in her upper back. The pt also had headaches and urinary issues. The pt attempted to increase stimulation with no affect on the pain. The pt met with a company rep and her physician, but the issues remained. Add'l info has been requested.